Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, ventral hernia, left lower quadrant pain, right lower quadrant pain and polymenorrhea. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event split for coding)") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event split for coding)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and pain ("pain in general"). The patient was treated with surgery (on (B)(6) 2015, underwent total hysterectomy and device removal due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, uterine leiomyoma, depression, anxiety, migraine, headache, dysmenorrhoea and fatigue had not resolved, the menstrual disorder, urinary tract infection, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events per pfs: migraines, headaches, dysmenorrhea (cramping) and fatigue were added. Outcome of events were updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, ventral hernia, left lower quadrant pain, right lower quadrant pain and polymenorrhea. Concomitant products included medroxyprogesterone (depo provera). In april 2010, the patient had essure inserted. In april 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"), abdominal pain ("abdominal pain") and pain ("pain in general"). The patient was treated with surgery (on (B)(6) 2015, underwent total hysterectomy and device removal due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and pain had resolved and the menstrual disorder, urinary tract infection, bladder disorder, urinary tract disorder, dyspareunia, uterine leiomyoma, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Psychological or psychiatric problems condition: depression and mental anguish and bleeding were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss, hearing loss, paranasal sinus discomfort, heartburn, nausea, change of bowel habit, diarrhea, constipation, back pain, dizziness, numbness, fibroids, ventral hernia, polymenorrhea, loss of energy, apathy, lower extremities weakness of, malaise, bipolar disorder, vaginitis, rash, paresthesia, staggering gait, facial pain and tooth pain. Concurrent conditions included anxiety, ventral hernia, left lower quadrant pain, right lower quadrant pain and polymenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception as well as clarithromycin (claritin) since 2005, gabapentin (neurontin), ibuprofen since 2010, paracetamol (acetaminophen) since 2017, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 3 years 9 months after insertion of essure. In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding) / psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), pain ("pain in general"), dermatitis allergic ("rash / skin condition / allergy"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy and device removal due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain, pain, dysmenorrhoea, fatigue, dermatitis allergic and vulvovaginal candidiasis had resolved, the menstrual disorder and post procedural complication outcome was unknown and the dyspareunia, uterine leiomyoma, depression, anxiety, migraine and headache had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, genital bleeding, menorrhagia, allergic rash, candida vaginosis, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, abdominal bleeding, fatigue, depression, headache, dysmenorrhea; vaginal haemorrhage, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, ventral hernia, left lower quadrant pain, right lower quadrant pain and polymenorrhea. Concomitant products included medroxyprogesterone (depo provera). In april 2010, the patient had essure inserted. In april 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In january 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"), abdominal pain ("abdominal pain") and pain ("pain in general"). The patient was treated with surgery (underwent a hysterectomy and device removal due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection, bladder disorder, urinary tract disorder, dyspareunia, uterine leiomyoma and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and pain had resolved. The reporter considered abdominal pain, bladder disorder, dyspareunia, menorrhagia, menstrual disorder, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on unspecified date, patient had underwent a hysterectomy and device removal due to complications of essure device. Discrepancy noted in essure removal information as its mentioned in the pfs-have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events vaginal,menorrhagia, uti, bladder & urinary tract disorder, dyspareunia, abdominal pain, general pain, uterine fibroids are added. Lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. 709961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss, hearing loss, paranasal sinus discomfort, heartburn, nausea, change of bowel habit, diarrhea, constipation, back pain, dizziness, numbness, fibroids, ventral hernia, polymenorrhea, loss of energy, apathy, lower extremities weakness of, malaise, bipolar disorder, vaginitis, rash, paresthesia, staggering gait, facial pain and tooth pain. Concurrent conditions included anxiety, ventral hernia, left lower quadrant pain, right lower quadrant pain and polymenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception as well as clarithromycin (claritin) since 2005, gabapentin (neurontin), ibuprofen since 2010, paracetamol (acetaminophen) since 2017, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 3 years 9 months after insertion of essure. In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding) / psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), pain ("pain in general"), dermatitis allergic ("rash / skin condition / allergy"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy and device removal due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain, pain, dysmenorrhoea, fatigue, dermatitis allergic and vulvovaginal candidiasis had resolved, the menstrual disorder and post procedural complication outcome was unknown and the dyspareunia, uterine leiomyoma, depression, anxiety, migraine and headache had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, genital bleeding, menorrhagia, allergic rash, candida vaginosis, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, abdominal bleeding, fatigue, depression, headache, dysmenorrhea; vaginal haemorrhage, anxiety. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: lot number, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. 709961-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss, hearing loss, paranasal sinus discomfort, heartburn, nausea, change of bowel habit, diarrhea, constipation, back pain, dizziness, numbness, fibroids, ventral hernia, polymenorrhea, loss of energy, apathy, lower extremities weakness of, malaise, bipolar disorder, vaginitis, rash, paresthesia, staggering gait, facial pain and tooth pain. Concurrent conditions included anxiety, ventral hernia, left lower quadrant pain, right lower quadrant pain and polymenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception as well as clarithromycin (claritin) since 2005, gabapentin (neurontin), ibuprofen since 2010, paracetamol (acetaminophen) since 2017, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft). On(B)(6) 2010, the patient had essure inserted. (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On(B)(6)-2014, the patient experienced abdominal pain ("abdominal pain"), 3 years 9 months after insertion of essure. In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding) / psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), pain ("pain in general"), dermatitis allergic ("rash / skin condition / allergy"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy and device removal due to complications from the essure). Essure was removed on (B)(6)-2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain, pain, dysmenorrhoea, fatigue, dermatitis allergic and vulvovaginal candidiasis had resolved, the menstrual disorder and post procedural complication outcome was unknown and the dyspareunia, uterine leiomyoma, depression, anxiety, migraine and headache had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, menstrual disorder, migraine, pain, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, genital bleeding, menorrhagia, allergic rash, candida vaginosis, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6)2010: results: total bilateral occlusion. Lot number reported (709961) is not valid. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, abdominal bleeding, fatigue, depression, headache, dysmenorrhea; vaginal haemorrhage, anxiety. Most recent follow-up information incorporated above includes: on (B)(6)-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss, hearing loss, paranasal sinus discomfort, heartburn, nausea, change of bowel habit, diarrhea, constipation, back pain, dizziness, numbness, fibroids, ventral hernia, polymenorrhea, loss of energy, apathy, lower extremities weakness of, malaise, bipolar disorder, vaginitis, rash, paresthesia, staggering gait, facial pain and tooth pain. Concurrent conditions included anxiety, ventral hernia, left lower quadrant pain, right lower quadrant pain and polymenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception as well as clarithromycin (claritin) since 2005, gabapentin (neurontin), ibuprofen since 2010, paracetamol (acetaminophen) since 2017, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 3 years 9 months after insertion of essure. In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding) / psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), pain ("pain in general"), dermatitis allergic ("rash / skin condition / allergy"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (on (B)(6) 2015, underwent total hysterectomy and device removal due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pain, dysmenorrhoea, fatigue, dermatitis allergic and vulvovaginal candidiasis had resolved, the menstrual disorder, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain and post procedural complication outcome was unknown and the dyspareunia, uterine leiomyoma, depression, anxiety, migraine and headache had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, genital bleeding, menorrhagia, allergic rash, candida vaginosis, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, abdominal bleeding, fatigue, depression, headache, dysmenorrhea; vaginal haemorrhage, anxiety, most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: rash/skin condition, candidal vaginosis, post removal complication were added. Event outcome rcc comments were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss, hearing loss, paranasal sinus discomfort, heartburn, nausea, change of bowel habit, diarrhea, constipation, back pain, dizziness, numbness, fibroids, ventral hernia, polymenorrhea, loss of energy, apathy, lower extremities weakness of, malaise, bipolar disorder, vaginitis, rash, paresthesia, staggering gait, facial pain and tooth pain. Concurrent conditions included anxiety, ventral hernia, left lower quadrant pain, right lower quadrant pain and polymenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception as well as clarithromycin (claritin) since 2005, gabapentin (neurontin), ibuprofen since 2010, paracetamol (acetaminophen) since 2017, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 3 years 9 months after insertion of essure. In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding) / psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), pain ("pain in general"), dermatitis allergic ("rash / skin condition / allergy"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy and device removal due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, abdominal pain, pain, dysmenorrhoea, fatigue, dermatitis allergic and vulvovaginal candidiasis had resolved, the menstrual disorder and post procedural complication outcome was unknown and the dyspareunia, uterine leiomyoma, depression, anxiety, migraine and headache had not resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, genital bleeding, menorrhagia, allergic rash, candida vaginosis, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abdominal pain, abdominal bleeding, fatigue, depression, headache, dysmenorrhea; vaginal haemorrhage, anxiety. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome for the events pertaining to pain, fatigue, bleeding, bladder/urinary problem updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a hysterectomy and device removal due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: on unspecified date, patient had underwent a hysterectomy and device removal due to complications of essure device. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.